Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr of lot #reuc1649 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt implanted PICC in left upper arm on (b)6) 2010. After therapy, nurse draw out the catheter on (B)(6), 2010. During catheter draw, nurse found 38.5cm place, a visible split.